Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not fully release from catheter.

Event description:
Note: this report pertains to one of two resolution clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to close and lock onto tissue; however, the clip would not fully release from the catheter to deploy. The same problem occurred with the second resolution clip. The procedure was completed with another resolution clip. It was reported that the technician felt some resistance and had to use more force than usual to advance the clips out of the over-sheath. There were no patient complications reported as a result of this event.